Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation. This report is to follow up medwatch #2600320000-2021-8227.

Event description:
Procedure performed: r av graft thrombectomy, revision event description: this is a lemaitre catheter complaint. Lemaitre received medwatch #2600320000-2021-8227 via mail. "Vascular catheter balloon would not inflate." Type of intervention: ni patient status: no adverse event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This report is to follow up medwatch #2600320000-2021-8227. This event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: r av graft thrombectomy, revision event description: this is a lemaitre catheter complaint. Lemaitre received medwatch #2600320000-2021-8227 via mail. "Vascular catheter balloon would not inflate." Type of intervention: ni. Patient status: no adverse event.